Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with the highest blood glucose of 400 mg/dl following multiple alerts, including an occlusion alert and repeated alert 38 restarts. The user removed supplies and observed a bent cannula, which was identified as the likely cause of the alerts. The user performed a full supply change and insulin delivery resumed normally. No medical intervention was required.